Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states a bolt/rivet broke on the part that raises the head of the bed. The head spring needs replaced.